Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced fill resistance. Customer's blood glucose was >400 mg/dl . Customer changed needle on fill syringe and filled cartridge successfully.